Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same date. The patient began treatment with fortum (1gm, twice daily, ip) and vancomycin (1gm, once daily, ip) on (B)(6) 2011. The root cause and outcome for the event of peritonitis was unknown. At the time of reporting, the patient remained hospitalized and continued therapy with fortum and vancomycin. Dianeal pd2 ultrabag therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.